Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturer's representative reported the battery was replaced due to normal battery depletion. The patient had stated the stimulation had been working before the battery went dead. 9 months prior to the report, the battery quit working. The patient thought she could maybe get along without it, but decided to have it replaced. She thought it had been working okay up until that point. The patient's normal pain was in the right leg, but the patient had developed left leg pain as well and was hoping that they could program for the left pain. A follow-up was scheduled with the hcp in 3 weeks. Relevant medical history included multiple back operations.